Event description:
It was reported that the patient presented to the hospital for a follow-up on 14 nov 2022 after the implant procedure. During examination of lead, it was noted that the right atrial (ra) lead had dislodged twice. During repositioning of the lead, the physician noted helix issues. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction b1- only product problem. No adverse event. Correction b2- did not require intervention to prevent permanent impairment/damage (devices). Additional information b5 - the right atrial lead was explanted and replaced in the same implant procedure.

Event description:
New information received notes the patient presented to the hospital for a right atrial (ra) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that the ra lead dislodged twice during implant. After multiple failed attempts, the physician stated that this was due to helix not deploying as intended. The lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.